Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer stated they were having inaccurate readings from the sensor and was running high. Customer ended up in the emergency room. The customer's current blood glucose was 243mg/dl. The customer's blood glucose at the time of event was 590mg/dl-600mg/dl; treated with syringe and pump. The cause of hospitalization was diabetes ketoacidosis. The customer's blood glucose was stabilized and customer was discharged. The customer also stated issues with sensor glucose versus blood glucose. The customer will call back later to troubleshoot.